Event description:
It was reported that this device had depleted form 53% to 6% battery after approximately three months. Analysis was performed and it is suspected that this device is depleting prematurely. Replacement was recommended, however the device remains in service at this time. No adverse events were reported.

Manufacturer narrative:
This supplemental report is being filled to include additional information.

Event description:
This supplemental report is being filled to include device explant information.

Event description:
It was reported that this device had depleted form 53% to 6% battery after approximately three months. Analysis was performed and it is suspected that this device is depleting prematurely. Subsequently, the device explanted and replaced. No adverse events were reported. This supplemental report is being filled to include device explant information. This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.